Event description:
Pt underwent a robotic-assisted radical hysterectomy with bilateral pelvic lymph node dissection. During the lymph node dissection, there was a noted cautery injury to the right external iliac artery. This was noted to be a superficial burn (defect) measuring about 3 to 4mm. An intraoperative consultation was obtained from vascular surgery. The defect was repaired with two (2) 5-0 prolene through and through sutures incorporating the thermal injured area. Upon inspection of the cautery shears, it was noted that the "tip cover accessory" had a small hole at the tip which allowed current to arc and cause the thermal injury. There was no measureable blood loss associated with this portion of the procedure.